Event description:
The doctor reports that the driver broke at the tip without justification. Procedure not completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative this supplemental is being reported as retraction since this event was initially created/submitted to FDA under submission site pbg-zimmer dental on august 8, 2025, with MFR number. After new information was received on august 19, 2025, it was determined that this complaint corresponds to FDA submission site pbg-3i. A new report will be submitted after the correction.

Event description:
No further event information is available at the time of this report.